Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve into a surgical valve, the valve was successfully advanced through the surgical valve utilizing a snare. The valve was deployed at a depth of 4 millimeter (mm)  and 6 mm on the left coronary cusp (lcc). An aortic root shoot and transthoracic echocardiogram (tte) were performed and aortic insufficiency was noted. A post dilatation was performed using a 23 mm non-medtronic balloon. The patient went into ventricular fibrillation, was successfully defibrillated, and returned to baseline rhythm. A repeat tte was performed and showed moderate aortic insufficiency. The physician believes the aortic insufficiency is paravalvular leak (pvl) coming from the surgical valve. A transesophageal echocardiogram (tee) is planned. Additional information was received that a tee was performed and showed mild-moderate pvl. No treatment was prescribed for the pvl.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve into a surgical valve, the valve was successfully advanced through the surgical valve utilizing a snare. The valve was deployed at a depth of 4 millimeter (mm)  and 6 mm on the left coronary cusp (lcc). An aortic root shoot and transthoracic echocardiogram (tte) were performed and aortic insufficiency was noted. A post dilatation was performed using a 23 mm non-medtronic balloon. The patient went into ventricular fibrillation, was successfully defibrillated, and returned to baseline rhythm. A repeat tte was performed and showed moderate aortic insufficiency. The physician believes the aortic insufficiency is paravalvular leak (pvl) coming from the surgical valve. A transesophageal echocardiogram (tee) is planned.